Event description:
Limited information was reported through a legal event that a patient was implanted with strattice frim on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
Clarification to h6: previous medwatch submission noted re-herniation. Upon additional information, abbvie has determined that the event of re-herniation did not occur. A review of the device history record for strattice lot sp100292 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data.

Event description:
This is follow up#1 to report on 10/oct/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral¿ hernia surgery and was implanted with a strattice device lot sp100292 on (B)(6) 2015. The patient underwent a ¿non-excisional debridement of abdominal wall¿ on (B)(6) 2016. The patient also underwent ¿excisional debridement of skin tissue & muscle of abdominal wall for non-healing draining sinus of abdomen, wound vac¿ on 24/jul/2016. The patient then underwent ¿abdominal wall abscess drainage with mesh explantation¿ on (B)(6) 2016. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿pain and suffering, physical injury, loss of enjoyment of life and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿had lifting restrictions and had to adjust [their] physical activities.¿ the form lists the conditions that were treated were ¿ventral hernia repair with strattice mesh¿ between (B)(6) 2015 and (B)(6) 2016. The patient also received treatment for ¿wound drainage¿ on or about (B)(6) 2016. The patient was treated for ¿re-opened incisional site¿ on or about (B)(6) 2016. The patient was seen for ¿abdominal pain; abdominal wall infection¿ on or about (B)(6) 2016. The patient was treated for ¿increasing abdominal wall pain, chills; non-excisional debridement of abdominal wall for non-healing draining sinus of abdomen, wound vac¿ between (B)(6) 2016. The patient was also treated for ¿abdominal wall infection¿ on or about (B)(6) 2016. The patient was seen for ¿nausea, vomiting, chills, increased abdominal pain; non-healing draining sinus in abdomen; excisional debridement of skin tissue & muscle of abdominal wall, wound vac¿ between (B)(6) 2016. The patient was treated for ¿nausea, fever, chills, tenderness & hardening around wound with erythema; abdominal wall abscess drainage with explant of mesh¿ between (B)(6) 2016. The patient was treated for ¿abdominal pain, nausea, vomiting, chills¿ between 2015 and 2017. There is no report in the record of hernia recurrence following implantation of the strattice. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice frim on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.